Manufacturer narrative:
Due to character restrction in block e1 e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a circuit leak and it was experienced by customer . There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, they tested all valves and ran pump performance. Found large leakage values in pneumatic module during tests. The fse narrowed the damage to the pneumatic module and replaced the pneumatic module assy, rohs (0007-00-1178). All items manually passed all tests. It is unclear if any functional/safety tests were performed.

Manufacturer narrative:
Updated fields: b4, d9, e1, g1,g3, g6, h2, h6, h11. Due to character limit in e1: full event site name: (B)(6) hospital. The failure analysis and testing department received the following part associated with this complaint: pneumatic module assy. This part was received with a reported unit failure message of ¿iab loop leakage and test fails¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed pneumatic module assy. Into the cardiosave test fixture and tested to the factory specification and the cardiosave service manual performed functional tests and passed. Also, the cardiosave test fixture pumped and could not be observed iab loop leakage error message on screen. The fat dept. Performed all manifold leak tests and passed within the factory specifications: the fat dept. Could not be replicated the failure message of ¿iab loop leakage and test fails¿. Pneumatic module assy. Passed testing. Retaining pneumatic module assy. In the fat dept. Per procedure